Event description:
The user facility reported after implanting the iol and during viscoelastic extraction, the I/a had piece stopped irrigating. The cornea collapsed and the iris went to the anterior. Therefore, there was no space to manipulate instruments causing the capsular bag which broke between 6-10 o'clock, and vitreous to come into the anterior chamber. The doctor let up on the foot pedal avoiding the aspiration since the irrigation was not active. When he pushed once again on the foot pedal, the irrigation was not working. A vitrectomy was performed.

Manufacturer narrative:
Field service found root cause of the irrigation problem to be the foot control setting. The foot control setting were too sensitive for the doctors. Modifications to the settings were made and it seemed to improve functionality. The system was checked and works according to specifications. It cannot be determined who entered the settings or if they were changed at any time.